Event description:
Complainant alleged that while attempting to pace a patient with non-zoll electrodes, the device displayed a "lead off" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.